Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 400s. Customer changed supplies and delivered a bolus to address bg levels. System check with tandem technical support indicated the pump was performing as intended. Recommendation was made to wash hands prior to testing bg levels and to discuss diabetes management with health care provider.